Event description:
All bandages and medical tape have something put in the adhesive that cause a reaction. I get so bad reaction I am scared by the welps it makes. My wife has a rash from a bandage, my doctor says it is the same with him. My doctor said it is happening to almost all his patients. I seems like an epidemic! We need bandages to live! Please stop the cinese from adding the poison to medical adhesives. General small wounds or bites.